Event description:
Additional information was requested and received stating there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, haptic was broken/torn/missing when lens was being inserted. There was patient contact. The procedure was completed on the same day with back up lens. Additional information was requested.